Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient had a surgery to take care of a hematoma that had developed. Within a few weeks following this surgery, the patient was revised due to an infection.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device is not reportable as it was not involved in the event and did not malfunction.